Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that unexpected receiver shutdown was reported. The product was evaluated. An exterior visual inspection was performed and passed. A re-boot test was performed and passed. Charging test was performed and passed. Functional test was performed and passed. A pairing test was performed and passed. Battery measurements test was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined post-investigation as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).